Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The device was received with no evidence of blood on the device. Inspection of the formed needle found it to be damaged, causing the reported bleeding/bruising. It could not be determined when this damage occurred. The exact cause of this damage could not be determined.

Event description:
It was reported the patients blood glucose level rose to 350 mg/dl while wearing the pod between 36 and 48 hours. The patient reported that the infusion site was bleeding and infected. As treatment the patient replaced the pod.